Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a patient capillary sample, tested on the coaguchek xs system, measured 4.5 inr within 2 hours of an additional sample (type not provided), obtained from same patient, measuring 3.3 inr on an unspecified laboaratory instrument. No action based on the coaughchek xs system result was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.